Manufacturer narrative:
This is a combination product (B)(4). Visual examination of the returned product identified there are indentations to the body and to both the top and bottom side of the strike plate. The strike plate had fractured at the weld location. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the strike pad separated from the broach handle shaft. No consequences or impact to the patient.